Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 insulin pump alarmed stuck button. Device passed self test and displacement test. Intermittent response from all buttons due to corroded keypad traces. Device successfully downloaded to thus. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on (B)(6) 2021 10:13:12.000 in pump downloaded history. Device passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and missing display window cover. The p-cap/reservoir does lock properly. Intermittent response from all buttons due to corroded keypad traces. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on (B)(6) 2021 10:13:12.000 in pump downloaded history.